Event description:
New information received notes that the lead was explanted and replaced. Lead fracture or insulation damage was suspected. The patient was recovering.

Event description:
It was reported that the patient presented to the emergency room after receiving five inappropriate shocks due to noise exhibited by the right ventricular lead. Lead fractured was suspected. Tachycardia therapy was disabled via programming. The patient was in stable condition.